Event description:
It was reported that the patient was feeling sleepy and had lethargy and drowsiness following a refill session. It was noted that the healthcare professional gave the patient a lower dosage of morphine at their last refill and makes it difficult to get out of bed. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709sc, lot# n302487008, implanted: (B)(6) 2011, explanted: unknown.

Event description:
Additional information: it was later reported that the cause of the event was a recent increase in dose following implant; patient experienced side-effects. Morphine sulphate 1mg/ml was delivered at a daily dose of 0.3020mg. The symptoms resolved and patient outcome was noted as no injury.